Event description:
The customer tested his blood glucose using his contour meter and received a reading of 202 mg/dl. He retested using his elite meter and received a reading of 97 mg/dl. He also used another meter and received a reading of 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned his test strips for evaluation. Replacement strips and a new meter were sent to the customer.